Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, high out of range pacing impedances were observed on the right ventricular (rv) channel of this pacemaker. Review of the daily impedance measurements showed that the impedances had been gradually increasing for a few months. The patient is not pacemaker dependent and there were no changes to sensing or pacing thresholds. A chest x-ray was obtained and no anomalies were observed. The physician elected to continue monitoring the system through routine follow-ups. This pacemaker remains in service. No adverse patient effects were reported.